Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 6.0 cm to 6.7 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly. (B)(4).

Event description:
It was reported that the patient presented in the operating room to undergo a svc coil implant procedure. Since noise had been observed on the atrial lead within the past few months, the physician elected to replace the atrial lead at this time. During extraction of the atrial lead, an insulation abrasion was noted. The lead was explanted and replaced. The patient was in good condition post procedure.